Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2012, due to knee instability. During the procedure, it was noted that the post on the tibial bearing had fractured.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number nine states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight". The user facility was notified of the event on february 14, 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Review of the fractured bearing shows signs of small cracks anterior to the post. This coupled with the curvature of the striations on the fracture surface, as well as the evidence of tearing at the posterior edge of the fracture surface suggests that the crack initiated on the anterior side of the post. The striations on the fracture surface also suggest that fatigue also contributed to the fracture. Analysis indicates that the failure was caused by improper anterior alignment of the bearing during the initial procedure. This led to repeated and likely significant hyperextensions of the knee beyond the designed tolerances of the parts, resulting in crack initiation and eventual fatigue fracture of post. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure".